Event description:
The clinical observation was the result of a retrospective review. The review was initiated because the hosp became aware of an association of ralstonia and vapotherm use in other institutions. One pt was identified with ralstonia isolated from tracheal aspirate. The pt was status post cardiac transplant. The device was used pre-transplant for treatment of cardio/respiratory compromise. "The pt was subsequently changed to bipap". The vapotherm device was again used 2 weeks later for 8 days. The pt was reintubated the last day and had the heart transplant 2 days later. Ralstonia mannitolytica was isolated from a tracheal aspirate 4 days later. The isolate was sent to dr, who confirmed in an email that the organism had the same genotype as bacteria isolated from other institutions. The pt was discharged and is under the care of a physician there. The pt did not expire. Specific details of the pt's course are not available at this time. There is no indication at this time that the positive culture was related to an adverse clinical outcome or modification of treatment. The vapotherm device used in treatment of this pt was not cultured since at the time of treatment, the association of the device with positive cultures in other institutions was not known. Upon learning second hand the the cdc had typed isolates from various institutions around the country and that a majority of these isolates were the same prompted us to look for common source contamination from the equipment received from the MFR prior to pt use. One new cartridge was tested in the water channel and the air channel, and grew ralstonia from the water channel only. Used and reprocessed cultures were also test of which several were positive. After a conference call in 11/2005 in which the cdc verbally confirmed that they had common isolates from various institutions, six more new cartridges were cultured. Three of the 6 are growing bacteria, one from the air channel, 2 from the water channel. Species indentification results are pending. Dr says also that a number of used devices were cultured and pseudomonas was found in about 30% of the devices, some in the water channel and some in the air channel. These culture results are not intended to provide a quantitative estimate of the number of ogranisms found. Eight machines were owned and or "rented to own" and 4 were rented. The water used for the machines has always been sterile water. The MFR's recommended reprocessing method was adhered to. When the MFR began recommending a chlorine dioxide method, the hosp had an inservice from the MFR, and changed to that method. The hosp has returned the rental units and does not initiate therapy with the vapotherm in new pts. Two pts whe were being treated with the vapotherm devices are continuing to be treated with the device; the clinicians think that this method is the least risk for these pts, relative to the available treatment alternatives. These pts are being evaluated on an ongoing basis should a status change allow for another mechanism of respiratory support. The hosp is disinfecting new cartridges using the chlorine dioxide method before the cartridges are put in use. The hosp did not take environmental survey cultures from other devices, surfaces, or the tap water (co has never used tap water at the facility in relation to this device. Lab records were reviewed to see if ralstonia had been identified in any additional pts in the past year. There were two. One was an outpatient who had cystic fibrosis, and whose culture was positive for ralstonia in 2005. The other was dialysis pt, who had ralstonia cultured from dialysate fluid 5 days before the positive culture in the pt who had been treated with the vapotherm device. The dialysis facility is separate from the hosp and there is no reason to think that the ralstonia in the hosp was introduced by the dialysis pt. This ralstonia isolate was sent to dr's lab for identification but it is not known at this time if it is the same as the common "vapotherm" strain. Dr. Noted that some ralstonia may have been present in other pt cultures, but not specifically identified. This is because, depending on the circumstances, the microbiology report may be limited to, for instance "gram negative non-fermenter" or similar non-specific identification.